Event description:
It was reported that cgm displayed error message and sensor did not function as expected. There was no reported adverse impact to the customer. Customer was provided pump reset instructions by technical support and planned to reset pump when ready and contact support again if issue persisted.